Event description:
It was reported that patient underwent a hip arthroplasty procedure on (B)(6) 2014. A custom tri-flange acetabular component has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.